Manufacturer narrative:
A110201 added to h6. The investigation is still ongoing.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated/selected d9 device returned to manufacturer. Updated/selected h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that an automated impella controller displayed an error screen during self-diagnosis upon startup. The power could not be turned off so a forced shutdown was performed. No patient harm was reported.